Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2020. The patient was at work when she started to hallucinate, and her coworkers called the paramedics. Her cgm was 99-103 mg/dl; however, her bg per emergency medical services (ems) was 33 mg/dl. She was treated with dextrose 10% via intravenous (IV) therapy, a glucose 'shell' and transported to the emergency department where she was discharged later. After treatment, her bg was 130 mg/dl and 90 mg/dl; her cgm values were not provided. She stated that the cgm was inserted into her arm because of scar tissue on her abdomen. Previously, she has observed 15% differences between the cgm and bg values. Additionally, the patient stated she uses a tandem insulin pump with basal iq. She attributed the hypoglycemic event to inaccurate cgm values and continued insulin delivery from the tandem pump. At the time of contact, the patient had a headache. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided.